Event description:
It was reported that the ventilator showed technical failure codes indicating an issue with the sensor board. Flow sensor calibration failed repeatedly. The incident did not occur during ventilation. There was no serious deterioration in the health of the patient, user or other person. The device alarmed visually and acoustically. Medical intervention was not required. The sensor board was replaced and this resolved the issue. Investigation is ongoing.

Event description:
It was reported that the ventilator showed technical failure codes indicating an issue with the sensor board. Flow sensor calibration failed repeatedly. The incident did not occur during ventilation. There was no serious deterioration in the health of the patient, user or other person. The device alarmed visually and acoustically. Medical intervention was not required. The sensor board was replaced and this resolved the issue. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.